Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient originally had a left total global unite anatomic shoulder replacement on the (B)(6) 2018. Patient fell in (B)(6) 2020 causing trauma to shoulder. Surgeon noted from x-ray that apg had become displaced? Due to trauma of fall. Surgery planned today was a conversion from global unite to delta xtend but due to erosion of glenoid had to implant delta cta head instead. Global unite head and proximal body removed. Apg which had been displaced was retrieved and removed. Implants removed were kept by hospital to be discarded.